Manufacturer narrative:
No sample has been returned for evaluation for the report of dull; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Root cause: a sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A doctor of ophthalmology reported that a blade was dull. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.